Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on the rate/sense channel on the intercardiac electrogram at most and nominal sensitivity post implant. This caused pacing inhibition. A rv lead revision was performed, and setscrews were checked, however the noise was still present. The device was explanted ans replaced with another guidant device.